Event description:
Prior to entering or(operating room), patient received 5mg indocyanine green in pre-op area per surgeons' request in order to visualize biliary and cystic structures with the firefly feature on the davinci xi robot . Patient was intubated and prepped for gallbladder removal via robotic surgery. The firefly feature was enabled on robotic display, and no fluorescence was noted to discern cystic and biliary structures after more than 100 minutes of icg being given. An additional 2.5mg of icg was administered, and no fluorescence was seen anywhere in the field, including blood vessels. The robotic camera was changed and software troubleshooted by davinci reps without visualization of green fluorescence. Surgical procedure was completed without undo harm to the patient or staff.